Event description:
The recipient reportedly experienced skin breakdown at the implant site. The recipient underwent repositioning surgery. The recipient was also prescribed oral antibiotics prophylactic for 14 days.

Manufacturer narrative:
The recipient has reportedly resumed use of the device.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient's issue has reportedly resolved. The recipient's device remains implanted. This is the final report.